Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to send a transmission with a merlin at home radio frequency (rf) transmitter. When the patient presented for a follow-up in clinic, the patient's pacemaker was interrogated via inductive telemetry but could not connect via rf telemetry. A software update was performed on the device and the issue was resolved upon re-interrogation. No symptoms were reported.